Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had sensor discrepancies. The sensor¿s glucose reading was under 40 mg/dl when their blood glucose level was 546 mg/dl. The insulin pump kept suspending insulin delivery due to the low sensor glucose reading. Troubleshooting was performed. It was noted that the sensor¿s cannula was bent. The high blood glucose was treated with the insulin pump. The insulin pump will not be returned for analysis. The sensor will be replaced and returned for analysis.